Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the reported clinical observations with the caller. An x-ray was performed and reviewed by the consultant who stated the position of the rv lead does not appear to optimal and perhaps challenged by the fact that an abandoned rv lead is present. A revision procedure was subsequently performed and the competitive rv lead was removed from service and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient system consists of a boston scientific implantable cardioverter defibrillator (ICD) and three competitive leads. The patient experienced episodes of ventricular fibrillation (vf) episode and ventricular tachycardia (vt) for which anti-tachycardia pacing (atp) and shocks were delivered. External rescue was required as shock therapy was exhausted. The shocking vector was reprogrammed. Additionally, the left ventricular (lv) output was increased due to non-capture and phrenic nerve stimulation. The patient was admitted to the hospital to the intensive care unit (ICU) for further evaluation. It was noted that the patient does have a history of vf/vt storms. No additional adverse patient effects were reported.